Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v673560, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) for a clinical study, via a manufacturing representative, reported the patient was seeing a new urologist due to ¿having problems¿ with her device. A battery replacement was performed a month prior to the report due to ¿problems¿ with the device. Cause and outcome remained unknown.

Event description:
Additional information received from the hcp for a clinical study reported the patient was experiencing ¿glitches in performance¿ with the device suggestive of battery failure on (B)(6) 2016. On unknown dates, the device reportedly turned off when going into (B)(6) stores; it was always able to be restarted, however. The event resolved without sequelae on (B)(6) 2016 after replacement for battery failure/depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.